Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed during the pressing operation and the device could not be deployed, with the plug not implanted in the body. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach for lower limb arterial recanalization. Angiography confirmed femoral artery suitability, including appropriate insertion angle and vessel diameter greater than or equal to 5 mm. There was no calcification, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A non-cordis sheath introducer was used, and there was no difficulty connecting the vascular sheath introducer with the device. The deployment button was not fully depressed. The device and sheath were removed as a single unit. Upon removal, the plug remained fully inside the shaft and did not fall out or partially deploy, and the indicator wire was still visible. The device was returned for evaluation.